Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg+b result for 1 patient sample tested on a cobas e 411 disk. The initial result was reported outside of the laboratory. The patient came in the next day and a second sample was drawn with a different result. The reporter then pulled the initial sample for a rerun. The initial result was 34 miu/ml. The result of the new sample was 15271 miu/ml. The repeat result of the initial sample was 11091 miu/ml. The repeat results were deemed correct. The reagent lot number is 551036. The expiration date was requested but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 did not indicate an issue. The qc recovery was within -2 sd. The qc was acceptable. The plasma sample was in a lithium heparinized tube. It was centrifuged for 10 minutes at 3300 rpm. The customer used rack adapters. The alarm trace did not indicate an issue. The field service engineer (fse) noted that the instrument was fully operational. He ran a 21 cup qc level 1 sample using roche false bottom tubes. He checked the laboratory temperature and humidity. He checked the voltages, mixer and probe adjustments. He verified the instrument's functions by performance and precision tests with results that were within specifications. The customer performed qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.